Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing leaked at y-site engagements within the IV set, while either persantine was piggybacked into the d5w primary IV line, or while d5w was infusing by itself. No patient harm was reported